Event description:
Per implanting hospital, reported death of patient after 1 day on support. No further details were provided. Device not reported to have contributed or caused patient death.

Manufacturer narrative:
Patient death with no report by hospital staff that device could have caused or contributed to patient death. Device was not explanted and no autopsy was performed. No additional information was provided. Syncarida has completed its evaluation and is closing this file. If new or additional information is received in the future, syncarida will file a follow-up MDR.